Manufacturer narrative:
Updated h1 - type of reportable event.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.

Event description:
No intervention has been planned yet.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg had reached end of life. It is unknown if this occurred prematurely.